Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this right ventricular (rv) lead had tricuspid valve issue. The patient had a system extraction and was replaced with a subcutaneous implantable cardioverter defibrillator (s-ICD). Additional information received from the field indicated that the lead was suspected to be the cause of the tricuspid valve issue. This lead was eventually returned. No adverse patient effects were reported.